Event description:
It was reported that a pump motor stall occurred and recovered. The cause of the motor stall was unknown. The patient experienced under-dose and withdrawal symptoms including nausea, vomiting, diarrhea and increased pain. The patient was hospitalized. The pump was replaced. The patient outcome was reported as recovered without sequelae. The device system was used to deliver baclofen, fentanyl and bupivacaine. A follow-up report will be submitted if new information becomes available.

Event description:
Additional information stated that multiple motor stalls occurred.

Manufacturer narrative:
(B)(4). Analysis of the pump found there to be no anomaly. The pump passed all non-destructive lab testing. There were multiple motor stalls and recoveries seen in the logs. Most of the motor stalls lasted less than an hour. All the motor stalls and recoveries occurred while the pump was still implanted. After doing destructive analysis the technician found nothing significant that may cause the motor stall.

Manufacturer narrative:
Product ID (B)(4), lot# j11449r36, serial#, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: catheter. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the pump stalled about a half a dozen times over the year and a half that it was implanted; most of the time the stalls occurred at night.